Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Corroded electronic assembly was noted during visual inspection. It was unable to complete functional test including basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the motor error alarm. The device passed the displacement test and was received with cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 83 mg/dl. The customer stated he was able to rewind but then the piston would not push forward and the insulin pump continued to alarm no delivery. During troubleshooting, the customer reported fluid in the battery compartment. He stated the battery cap is not damaged but there is a crack across the battery compartment. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.